Manufacturer narrative:
Additional information: according to new information we received, the patient's patent ductus arteriosus was sized with the guidance of an x-ray and an echocardiogram. Approximately 12 hours post-implant, a fluoroscopy revealed residual shunting. The ado was percutaneously retrieved and another 10/8mm ado was successfully implanted. Analysis the amplatzer duct occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 7f torqvue loader without any deformities. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. Conclusion our investigation was unable to confirm the performance described at implant since the product met specifications prior to shipment and during analysis. Also, we recognize that we cannot fully reproduce all of the variables associated with events, including the laboratory environment or contributing patient factors.

Manufacturer narrative:
Additional information has been requested; if further information becomes available, an updated report will be submitted.

Event description:
According to the initial information received, a 10/8mm amplatzer duct occluder (ado) was successfully implanted; however, residual shunting was observed 12 hours later so the ado had to be retrieved.